Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the handle was not ratcheting. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the repair site could not duplicate the reported issue of difficulty ratcheting. The unit was found to have a damaged cutter, roller, and handle which may have contributed to the reported difficulty ratcheting. The cutter, roller, and handle were replaced and resolved the reported issue. It was noted that this unit has not been serviced for preventative maintenance and was manufactured in august 2018 review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.